Manufacturer narrative:
An internal biomérieux investigation was performed and a root cause identified. The root cause for the false positive/negative results was that the customer was using fan plus media and the lis had not been updated to accommodate this media. The reason why the lis wasn't updated was due to the fact that the customer letters were sent far in advance of the customer upgrading to fan+ media. With any bottle running on the incorrect algorithm, there is a potential for incorrect results. Bactt/alert 3d firmware release b.50 was launched in june 2016, and will help mitigate this issue by ensuring that the instrument is running on the correct algorithm based on the bottle ID code. Mandatory action required ((B)(4)) was issued on 20 oct 2016 that instructed the subs/distributors to send letters to the existing fan+ customers and also to any customers planning to begin testing with the fan plus media.

Event description:
A customer in united states notified biomérieux of a wrong algorithm used with the bact/alert® 3d (reference (B)(4)). The customer reported while checking the algorithms, the bottle was named incorrectly and the algorithm was 11/2 instead of 25/2 for ifa plus/ifn plus bottles. The bottles were named "q61" and "q62". The instrument back-up was requested from the customer.